Manufacturer narrative:
Corrected data: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned pump found a scratched screen; otherwise, the device was in good physical condition. Functional testing was performed. The unit was powered up and displayed a message that indicated an issue with the circuit board. The cause of the reported problem was found to be the circuit board. To resolve the problem, the circuit board was replaced. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a system failure in form of an error code ec 46875; it is unknown if there was a patient involved.